Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify motor position encoder alarm or verify MRI exposure due to motor error alarms

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer¿s blood glucose level was 119 mg/dl at the time of the incident. It was reported that they had motor error and was stuck during priming and rewind. Customer reported that the drive support cap appears normal. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will need to be replaced. The insulin pump will not be returned for analysis.